Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial# (B)(6). Product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they continued to have intermittently charging issue with his implanted device. They reports patient was able to charge his implant to 100% this morning, took patient an hour to charge. They reports he is now using his replacement controller and recharger that was replaced in january 2026, the connection to charge his device is on/off. They reports they can feel all 4 corners of the implant, superficial. Rep was able to communicate with her cp app without issue. Rep reports patient indicated this has been going on off / on for the past 3-4 weeks, has tried with and without the recharging belt, does the same thing. Rep reports the pins on the controller an recharger are intact. Caller is requesting a replacement recharger email sent to repair.